Manufacturer narrative:
(B)(4) opening issues. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; two conforming clips were released. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate the incident reported. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was at 9th firing sequence thus, it over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips were jammed in the nose of the device and it would not fire. They completed the procedure with a new like device. There was no patient consequence reported.